Manufacturer narrative:
The customer¿s reported problem was confirmed during service inspection, noise occurs due to a damaged/defective charged coupled device unit and the image does not appear temporarily. Additionally, there are scratches on switch button #3. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned to olympus service/repair for a reported ¿there is a lines in the image¿ that was found during an unspecified event. Upon inspecting and testing, noise occurs due to a damaged/defective charged coupled device unit and the image does not appear temporarily. This report is being submitted to capture the no image defect. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.